Event description:
Follow up information received identified the patient's scs ipg was replaced with a new one. Stimulation therapy was reportedly restored postoperatively.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was experiencing difficulty establishing communication between the scs ipg and the patient programmer. Reportedly, the programmer would not connect correctly on a consistent basis. A company representative met with the patient but was unable to resolve the issue with troubleshooting and reprogramming. Surgical intervention may be necessary to address the issue.